Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint and performed the failure analysis. During failure analysis, the reported ¿insertion axis not free to move message¿ was confirmed/replicated. The reported problem was originally listed as ¿arm 2 was flashing amber and was hotter than normal;¿ however, after examining the fse notes, the reported problem was determined to be the ¿not free to move¿ message. The field error logs were unable to provide any indication that an error occurred in the field. The visual inspection revealed that one of the insertion bearings had been damaged. Specifically, the plastic cover over the ball bearing had been pushed into the bearing. The unit was put on the in-house system, and it triggered the failure during normal mode test. When the unit was powered on in the normal mode test, the carriage moved all the way to the hard stop at the top of the unit, flashed yellow, and then triggered the ¿insertion axis not free to move¿ message. The unit was then put on the patient side cart fixture test platform (pftp), and the unit failed the insertion weighted test. The insertion gearbox was replaced with a gold unit, and while the unit did pass the insertion weighted test, the friction data showed that the failure did not change. The insertion bearings were then replaced, and the unit not only passed the insertion weighted test; but the data from the test also showed that the friction had been eliminated. Based off these findings, fa was able to conclude that the insertion bearings were the root cause of the reported problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start - pre anesthesia of a da vinci-assisted surgical procedure, the customer had issues with arm 2. This issue is ongoing as arm 2 failed multiple times, leading to three replacements within a year, with two replacements occurring in a single month. Error codes appeared intermittently, and most errors and arm failures happened before procedures began. However, the customer had to cancel cases on the morning of surgeries due to the system's improper functioning. The chief of surgery expressed discomfort with using the system, citing patient risk concerns. The clinical team and field service engineer were onsite to review and address these ongoing issues. The procedure was aborted to another dv system.